Event description:
The patient reportedly experienced intermittency issues. Testing of the device revealed high impedances and an increase in open electrodes. Surgery to explant the patient's device has been scheduled.